Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, "introduction," lists potential adverse events, including bleeding, stroke, and death, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d3: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section g1: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's family called emergency medical services for complaints of shortness of breath. Upon arrival, the patient was found to have bilateral rhonchi and agonal respirations. They were intubated and placed on an epinephrine drip. Intravenous lines were placed, and the patient was started on multiple medications including angiotensin 11, vasopressin and norepinephrine drips. The patient was placed on extracorporeal membrane oxygenation (ECMO) with profound vasoplegia. Secondary to continued vasoplegia and high doses of medications, a decision was made to place patient on a second circuit. It was noted that the patient was getting 5 liters per minute (lpm) and 3 lpm on ECMO, as well as 3 lpm from the heartmate 3 pump. The patient was able to make progress on vasopressors. It was noted that during cannulation, the patient received 5 units of packed red blood cells (prbc), 2 units of fresh frozen plasma (ffp), 1l of 5% albumin, 2 amps of calcium chloride and 5 amps of sodium bicarbonate. The patient was taken to the operating room to have a circuit removed. Following decannulation, a computed tomography (CT) scan of the head revealed a very large, approximate 212 milliliters (ml), acute intraparenchymal hemorrhage with intraventricular extension, involvement of the splenium and body the corpus callosum centered at the right centrum semiovale. This was causing marked mass effect and 13 millimeters right to left midline shift without uncal herniation. Diffuse loss of gray-white differentiation characteristic for cerebellar and cerebral edema with loss of visible sulcation was also noted. Also noted were small acute left tentorial and interhemispheric subdural hematomas, and no cerebellar tonsillar herniation. It was reported that the patient ultimately passed away due to hemorrhagic stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.